Manufacturer narrative:
The report of pump speed reduction and pump stoppage events was unable to be confirmed based on the evaluation of the returned device because the data log file was unable to be retrieved. The operation of the pump and any alarm conditions that may have occurred could not be confirmed without the log file. The log file could be retrieved once the original data was erased and new events were created. The returned system controller was functionally tested using thoratec¿s laboratory equipment and was found to function as intended, even when the cables were manipulated. The white and the black power cables were independently disconnected, and the system continued to operate properly. The returned system controller operated on a mock circulatory loop without any notable issues. The analysis was unable to determine what events resulted in the inability to retrieve the original event history data. A review of the device history records revealed that the device met applicable specifications. Since this event, an additional event regarding reductions in pump speed has been reported. The external portion of the percutaneous lead was determined to be suspect and was replaced. Breakdown within the percutaneous lead was confirmed that would have resulted in low flow, low speed and pump stoppages. There have been no additional reports of reductions in pump speed or a system stop since the percutaneous lead replacement. Please reference medwatch MFR report number 2916596-2015-01121 for the full report including the evaluation of the percutaneous lead. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented for a clinic visit due to one month of receiving intermittent unspecified device alarms with a tingling/shock sensation while bending over. While the patient was sleeping his system controller beeped and then stopped with no further visual or audible alarms. The patient thought that the pump was off for approximately nine hours. At that time, the patient changed his system controller. Despite changing the system controller the patient was still getting intermittent beep alarm with the tingling sensation while bending over, or sometimes when moving the system controller. The patient did not have any episodes of dizziness during these episodes. It was reported that the patient rarely uses his power module and remains on battery power a majority of the time. The patient is reportedly doing fine. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 3 years, 10 months. The device was returned, evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.